Event description:
It was reported that the implant at tooth site #14 was removed as it had damaged threads. Dr stated the cause for failure was the implant's threads were stripped. Upon placement and torquing implant into place the internal connection stripped. The internal of the implant was damaged and the implant had to be removed the procedure completed using another implant. Due to implant internal failure, the procedure was prolonged.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.